Event description:
It was reported that the device was explanted.

Event description:
Following implant of the pacemaker, the right atrial (ra) lead, and the right ventricular (rv) lead, the patient experienced ventricular fibrillation (vf). The patient was resuscitated and subsequently hospitalized and put on life support before passing away. Diagnostic imaging was performed and no evidence of lead dislodgement or other malfunction was observed. Increased threshold was observed; in the physician's opinion the increased threshold was due to patient anatomy. Additional information was requested but was not available.

Manufacturer narrative:
The device was returned for evaluation due the patient¿s passing away. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.